Event description:
I started out with horrible stomach pain. I had to go to the emergency room and was given a cat scan and came back good. The doctor said I probably had ulcers. I was given meds for ulcers and gastritis. It didn't work. I followed up with my doctor, he also gave me meds for ulcers and it didn't help. I ended up back in the ER because I couldn't eat anything. I lost several pounds. They gave me an ultrasound on my gallbladder and it came back fine. I was given more meds. Nothing was helping. I went back to my doctor and they just kept giving me meds that didn't work. I started to develop skin rash all over my face. I thought I was having allergic reactions but the doctor said I wasn't. I had several blood test that came out good but my symptoms got worse. I had an endoscopy done and it was good. I was depressed and very upset. I just wanted some answers. I heard breast implants were causing a lot of women the exact same issues and they were having them removed. I just had mine removed this morning because I believe this has been the cause of all my problems. I suffered over a year with multiple symptoms that no one could explain. I took so many meds that didn't work. I was in the ER 3 times and also developed sore throat for 6 months with no diagnosis. I was also given anxiety medication because I started having anxiety attacks. I have had a very miserable year I believe was caused from my breast implants. My card reads "smooth round moderate profile saline" it says mentor on it. I believe that is the manufacturer. FDA safety report ID # (B)(4).